Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test or excessive no delivery test due to blank display. Unit was received without the battery cap and unable to verify damage battery cap. Pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they had low battery issues with the insulin pump. The customer stated they had a high blood glucose level of 369 mg/dl and were not getting any insulin. They had removed the battery out. It would not work anymore. They reported that the top of the battery cap was broken and had come off. They had disconnected from the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.